Event description:
The advocate stated the customer's blood glucose was tested using her breeze2 meter and the reading was 143 mg/dl. Paramedics were called due to the breeze2 readings and they tested the customer's blood glucose at 30 mg/dl using their meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The advocate stated that the customer received treatment, although he did not specify the type of treatment received. The advocate was advised to return the test strips for evaluation, but they were not received by the qa lab. The customer's test strips and meter were replaced.